Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer (vs) instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No procedure video or image was submitted to isi for review. A record search was performed using documented site name and system (B)(4). Based on the information, no record of a da vinci-assisted total benign hysterectomy procedure was recorded on the reported event date of (B)(6) 2020. No information related to a returning instrument was documented under this report. It was noted that da vinci-assisted total benign hysterectomy procedures were performed on (B)(6) 2020. An instrument log review could not performed due to incomplete instrument information. The vessel sealer is intended for grasping and blunt dissection of tissue and for bipolar coagulation and mechanical transection of vessels up to 7 mm in diameter and tissue bundles that fit in the jaws of the instrument. When functioning properly, the instrument has both visual (tissue effect) and audio (tones from the generator) cues that provide feedback to the user that it is operating as intended. This complaint is being reported based on the following: it was reported that during a da vinci-assisted total benign hysterectomy procedure, the user alleged that the jaws of the vessel sealer instrument were stuck gripping tissue. The tissue was safely released and the instrument was replaced to the backup. No further issue was observed. The user continued with the procedure with no known impact or patient consequence reported. Although there was no patient injury reported, if this failure were to recur, it could result in an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the user alleged that the jaws of the vessel sealer (vs) instrument were stuck gripping tissue. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The user was instructed to manually open the jaws using the xi grip release slider. Once this was completed, the tissue was safely released and the instrument was replaced to the backup. No further issue was observed. The user continued with the procedure. No known impact or patient consequence was reported. Additional information regarding the event was received on 31-dec-2020. There was no known tissue damage due to this unclamping issue. The user removed the instrument and continued with the backup instrument. No known patient injury was reported. Isi also followed up with the nurse to request additional information. No further details regarding the event or the patient were available.